Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
The customer reported a ventilator in which the battery would not properly charge. There are no patient involvement/harm.

Manufacturer narrative:
Date received by manufacturer: 02-aug-2019. Date of report: 14-oct-2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that this issue was corrected by the replacement of the power cord. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator in which the battery would not properly charge. There are no patient involvement or harm.